Event description:
This 54 y/o female had previously undergone a bilateral augmentation mastoplasty using silicone gel breast implants about 23 years ago. About 5 years ago she was in a mva and subsequent to that has developed medical problems, chronic malaise and noted a softening of the implants which previously had been hard. Gross exam: the right implant weighs 229. 30gm. Under gentle pressure sticky, stringy, viscous gelatinous material can be expressed through a small rupture. The left implant weighs 271.5 gms and appears intact without evidence of leakage or rupture.